Event description:
Product reference number: 2017865-2025-17154. It was reported that the patient presented at clinic, where it was discovered that both their right atrial (ra) lead and right ventricular (rv) lead had dislodged. Both leads exhibited failure to capture and under sensing. On (B)(6) 2025, both the ra lead and rv lead were successfully repositioned. The patient was stable.